Event description:
It was reported that a stone cone was going to be used during a transurethral electronic ureteroscopic lithotripsy procedure. However, after unpacking, the coil was unable to retract and deploy. Therefore, another of the same devices was used to complete the procedure. No patient complications were reported. Analysis of the returned device identified a sheath torn.

Manufacturer narrative:
Block h6: imdrf evaluation result code c070601 captures the reportable investigation result of the sheath torn. Block h11: the returned stone cone was returned and analyzed, and a visual evaluation found that the coil found that the blue/green heat shrunk was torn, this would not allow the coil to close. Based on the nonconformance observed during product analysis, it is most likely that the observation was caused by using excessive force or manipulation. The peeled noted on the heat shrink prevented the cone from fully closing. It is possible that when they were testing, the coil force was exerted causing the wire to peel. Additionally, the IFU states, "if resistance is encountered while attempting to withdraw the coil do not exert excessive force. To release the object from the device, advance the sheath to straighten the coil and remove the device." Based on the information available and analysis results, an investigation code of unintended use error has been assigned to this investigation.